Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that patient was disabled due to her pain. Whenever she talked about her pain, her blood pressure went to ¿232/184.¿ patient had strokes because her blood pressure went high and the high blood pressure was due to her pain. It was noted that the patient no longer had those issues. The patient did not use the wheelchair or walker anymore. The patient required oral pain medications and her pain was under control at the time of the report. The patient was reportedly doing so much better. The pump was used to deliver an unknown drug.